Event description:
It was reported that the pt underwent a minimally invasive tlif using infuse bone graft. At an unk time post-op, the pt experienced a recurrence of radiculopathic pain at or above the pre-operative pain level. MRI revealed edema was identified in the adjacent vertebral bodies, and an encapsulated fluid collection was noted just dorsal to the implant and extending into the disc space. An exploratory surgery was performed at an unk time post-op to decompress and remove the encapsulated fluid collection. Pt condition and lab results are unk.

Manufacturer narrative:
Although it is unk if any of the devices contributed to the reported event, we are filling this MDR for notification purposes. Device has not been explanted, so product evaluation is not possible. Device was not returned to MFR for evaluation. Unable to determine the cause of the event.